Manufacturer narrative:
Per the field service engineer (fse), upon initial evaluation of the centrifuge he confirmed that the interlock did not trigger the circuit breaker when the front panel was removed. The fse replaced the failed circuit breaker to resolve the issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported that the avanti j-25 centrifuge generated a d1 error and there was a spark seen near the power distribution board of the j-25 unit while the front panel was removed. Upon investigation it was determined that the customer was in close proximity to components with line voltage while accessing the door release. The interlock did not trigger the circuit breaker when the front panel was removed. Additionally, the customer failed to unplug the instrument while performing emergency access (as instructed in the IFU), resulting in the exposure risk. There was no death or serious injury related to this event.